Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The iso center issue in 'picture control' and 'evaluate' was caused by a problem in the customer's workflow. When the customer changed the plan, the zv field setup was overwritten a few times with a new iso center which caused the discrepancy to be seen by the customer. The iso center was not updated properly due to an incorrect workflow process. The root cause for this issue was determined to be use error. Mosaiq did not have any malfunction and is working as designed and intended. The customer confirmed that there was no patient mistreatment.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported an issue in 'picture control' and 'evaluate' in (B)(6).